Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar (revision lumbar fusion l2-l5) procedure. It was reported that while trying to insert the screw the tip of the driver broke. The issue affected two drivers. The surgeon was able to remove the broken piece and finish the case as planned. The instrument would be returned, but not replaced.